Manufacturer narrative:
Results (other): visual inspection of the returned product showed that one lens haptic was torn off and missing. Clear and reddish residue/debris on the product. Conclusions - (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon inserted an aa4203tl toric silicone lens. The lens trailing haptic tore during insertion into the eye. The lens was removed without enlarging the incision. No pt injury.